Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had an issue with the insulin pump display as it was no longer legible. The pump was not bumped or dropped. The pump was also not exposed to moisture. A replacement insulin pump will be sent to the customer.

Manufacturer narrative:
The pump had no display anomalies, and was able to passthe self test and displacement test. However, the pump had minor scratches on the lcd window, a scratched case, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.